Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure prevented the user from accessing medications. During the visit, a field service engineer examined drawer 2.1, and no defects were identified. Furthermore, the service engineer operated the drawer multiple times in application under the supervision of a pharmacy technician without encountering any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system drawer 2.1 failed and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure prevented the user from accessing medications. During the visit, a field service engineer examined drawer 2.1, and no defects were identified. Furthermore, the service engineer operated the drawer multiple times in application under the supervision of a pharmacy technician without encountering any issues. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis anesthesia es system drawer 2.1 failed and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.